Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems described in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.